Manufacturer narrative:
Batch review performed on 27 may 2019: lot 107326a: (B)(4) items manufactured and released on 23-sep-2014. No anomalies found related to the problem. To date, no similar event has been reported on this lot. Visual inspection performed by r&d project manager: the spring ball plunger is came apart. It is possible that this occurrence was influenced by variation in production/assembly however this cannot be confirmed.

Event description:
After surgery it was found that the spring and ball of the lever block mechanism were missing. No piece remained the patient.